Manufacturer narrative:
H3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion. The cyclic total parenteral nutrition (tpn) was not fully infused and the pump had stopped. The last 3 shifts there was approximately 425ml of tpn remaining in the bag following the 16 hour infusion. There was no known patient injury or medical intervention associated with this event, several hours after the nurse hook up and program the pump tpn was spiked and tubing was properly channeled through pump. Tpn was spiked and tubing was properly channeled through pump appropriately 2550ml tpn to run over 16 hours with proper taper up and taper down. The pump had stopped and once again a very similar volume was left in the bag. No additional information is available.